Manufacturer narrative:
Submit date: 09/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
Submit date: 01/17/2017. The initial vigilance report indicated that the customer experienced an over/under feed with their kangaroo epump. This reported failure is reportable and an initial vigilance was submitted. However, further clarification was received and it was determined that the customer¿s unit was not functioning; the power cord was damaged. There was no report of an over/under feed. This complaint was inadvertently filed as a vigilance report.